Event description:
It was reported that during use of implantable pulse generator (ipg) and right atrial (ra) lead, an inquiry was received regarding implantable pulse generator (ipg) and lead connection issue. Electrogram (egm) was very noisy. It was also reported that implant detect had not completed. It was also reported that the p wave had been small since implant, and the p wave measured was an r wave. The patient was returned for intervention of atrial lead re-position and small p wave accepted. The ipg and ra lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.